Manufacturer narrative:
(B)(4). Batch #: 360a85. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ecr45b reload was received with the one-piece sled detached and unfired, with 1 double driver and 1 single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the left side. No conclusion could be reached on what may have caused the reload pan to dislodge and the one-piece sled is detached. In addition, the opened package was returned along with the reload. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, and the hole was noted to be from the outside in. The damage found compromised the device's sterility. Due to the damages found on the tyvek, a possible cause for these conditions is due to improper handling during transit or storage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that before the surgery, before device was used on the patient and did not open the packing, it was noted the outer packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.